Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that there was an e226- scope communication error during an unspecified diagnostic examination involving an olympus gastrointestinal videoscope. The customer did not provide a suspected cause of the event. The procedure was completed using a backup device, causing a delay. There was no patient injury reported.